Manufacturer narrative:
One device was returned for investigation. The device was received dirtyh with some nicks on the enclosure and front cover, the line cord faded, the quick connect corroded and the printed circuit board had all the light emitting diodes broken off. The tank was filled with water and p;lugged in where it was confirmed that the unit was not heating and was failing electrical testing. This was due to a faulty heater. The heater was replaced along with the damaged printed circuit board. The device was then calibrated and functionally tested and passed all tests. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating. Patient involvement is unknown.